Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It should be noted that the starclose instructions for use (IFU), states: do not deploy the clip in areas of calcified plaque. It is unknown if this IFU deviation contributed to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of a calcified right common femoral artery was attempted using a starclose se device with a 6f sheath after a peripheral interventional procedure. Reportedly, during the initial sheath split when the plunger was depressed, the sheath wrinkled up. Thumb advancement was attempted but failed. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.